Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and pre-syncope. It was further reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic). The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.